Event description:
Hcp reported pt's device stopped working after wal mart security guard used a security wand of pt. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent if additional information is received.